Manufacturer narrative:
The customer stated qc for tp2 was acceptable, however, when the customer repeated qc on 01-oct-2021 after being notified of the low patient results, qc was out of the acceptable range low. Calibration was last performed on 29-sep-2021 and was acceptable. The field service engineer (fse) checked multiple parts and functions of the instrument. The fse performed precision testing with acceptable results. The customer performed calibration and qc with acceptable results. The alarm trace data provided does not cover the date of the event. Although no cause was found, the instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem.

Event description:
The initial reporter questioned results for multiple patient samples tested for total protein gen.2 (tp2) on a cobas 6000 c (501) module. The reporter stated physicians began to call on (B)(6) 2021 questioning tp2 results that had been reported outside of the laboratory on (B)(6) 2021 and later. The customer pulled these patient samples and repeated them; the repeat results did not match the initial results and the customer corrected results for "numerous" patient samples. The following are examples of discrepant results for 6 patient samples. Patient 1 (B)(6) initial result was 4.8 g/dl. The repeat was 6.8 g/dl. Patient 2 (ID (B)(6) ) initial result was 4.5 g/dl. The repeat was 6.3 g/dl. Patient 3 (ID (B)(6) ) initial result was 6.1 g/dl. The repeat was 8.6 g/dl. Patient 4 (ID (B)(6) ) initial result was 5.5 g/dl. The repeat was 7.6 g/dl. Patient 5 (ID (B)(6) ) initial result was 4.9 g/dl. The repeat was 6.9 g/dl. Patient 6 (ID (B)(6) ) initial result was 5.4 g/dl. The repeat was 7.5 g/dl. The repeat results were believed to be correct. The tp2 reagent lot number was 56266701 with an expiration date of 31-oct-2022.